Event description:
The service report shows that there were no audible alarms. The nellcor puritan-bennett customer support engineer (npb cse) verified the no audible alarm condition. The npb cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.